Manufacturer narrative:
The field service engineer (fse) found that one of the sample probes was out of alignment. The probe was not getting rinsed and it was catching the edge of the cuvette causing splashing over the cell cover strip. The fse replaced and aligned both sample probes. Rinse levels were good and gear pressure was acceptable. The customer ran qc and precision checks with acceptable results. The customer had no further issues following the service visit. The investigation determined the root cause of the event was the sample probe issue identified by the fse.

Event description:
The initial reporter questioned results from multiple patient samples tested for multiple assays on a cobas 8000 c 702 module. Discrepant results were provided for 1 patient sample tested for tina-quant c-reactive protein IV (crp4). The initial result was 3 mg/l. The repeat results were 121 mg/l and 120 mg/l. The initial result was reported outside of the laboratory. The result was amended upon completion of repeat testing. The crp4 reagent lot number was 668496. The expiration date was not provided.